Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the manufacturer technical services reviewed the log file and observed a no external power event on (B)(6) 2019. This event was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. No further or additional information was provided.

Manufacturer narrative:
Section d4 & h4: multiple attempts for the device serial number were made but no response was received. Manufacturer's investigation conclusion: the reported event, of loss of external power events while connected to an mpu, was confirmed in the submitted log file. No product was returned for evaluation. The log file contained approximately 3 days of patient event data. Per the log file, the patient appeared to be properly managing their external power sources. The mpu was being used for extended rest periods and fully charged batteries were being used for power source replacements. There was one loss of external power event ¿ lasting at most one hour. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Multiple request (good faith effort requests) for additional loss of external power event information were sent to the customer; no additional information regarding the event was received. The reason for the loss of external power event was could not be determined. No further information was provided. The manufacturer is closing the file on this event.